Event description:
The physician stent coiled an acom aneurysm by crossing the stent with the coil. The first coil was a 10x40 standard. The second coil was a 7x15 soft. When the 7x15 coil was about 50% of the way into aneurysm, the catheter backed out. The physician repositioned the catheter and tried advancing the coil but started to see the microcatheter back out and as a result stopped. He then tried to pull back on coil pusher and felt a "pop". The coil fractured and was retrieved.

Manufacturer narrative:
Device investigation: results: one of the two returned pushers has a broken pet lock and an empty distal detachment tip (ddt). These observations are consistent with a properly detached coil. No other issues were identified with this pusher assembly. The second pusher assembly has an unbroken pet lock. This observation is consistent with an undetached coil however; the proximal constraint ball is not inside the distal detachment tip (ddt). In addition, the pull wire is protruding by 2 mm and is not in the capture feature in the ddt. These observations are consistent with a detached coil. The distal end of the coil is intact but the proximal end is stretched and distorted from getting caught in the snare retrieval device. The proximal constraint ball of the coil could not be found in the damaged coil mass and was likely broken from the coil during retrieval from the patient. Conclusion: the unintentional detachment of the coil noted in the complaint is confirmed. The cause of the detachment was likely due to stretching of the polymer section of the pusher assembly, removing the precompression in the pull wire and releasing it from the capture feature which caused the proximal constraint ball to release from the ddt. This is evidenced by the finding that the pull wire was no longer in the capture feature and protruding from the tip of the pusher assembly. The stretching of the polymer section of the pusher assembly may have occurred when the catheter backed out of the aneurysm across the stent a second time and the coil was pulled back, which may have resulted in friction, leading to the stretched polymer. The other cause could have been a break in the stretch resistant (sr) wire as evidenced by the missing proximal constraint ball. However, if that were the cause in this case, the proximal constraint ball would have reminded inside the ddt, which was not observed. The manufacturing records for the lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.